Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# / serial#: unknown, explanted: (B)(6) 2021, product type :catheter . Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 5.2 mg/day via an implanted pump for an unknown indication for use. It was reported a complete system replacement occurred on (B)(6) 2021. It was noted the patient¿s pump was at the elective replacement indicator (eri). The doctor heard that this patient¿s catheter had possibly been compromised in a previous surgery he had and therefore she decided to do a full system replacement. It was further reported the doctor said that he did not have a successful catheter access port procedure and had been told by the patient that he thought his previous surgeon had done something to the catheter. Both the pump and the catheter were replaced. The previous pump and catheter were removed and discarded by the provider. Regarding the serial number of the catheter and implant dates of the pump and catheter, it was noted it was not available and not recorded. The drug from the previous pump was transferred to the new pump. The dose was decreased by 25% as ordered by the provider. The previous dose was 6.988 mg/day and was changed to 5.2 mg/day by provider. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.